Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's right hip was revised. Rep reported the patient complained of thigh pain and suspected aseptic loosening. Surgeon revised to a cemented stem. No allegations against the head. Rep reported that no further information will be provided by the hospital or surgeon.